Event description:
It was reported through a legal event that a 66 year old female patient had hernia repair and abdominal wall reconstruction surgery on (B)(6) 2021. During the surgery, the surgeon implanted a strattice mesh; lot and batch numbers for that mesh are sp2002870. The catalog and serial numbers for that mesh are unknown. After surgery, the patient returned to the hospital on (B)(6) 2021 and was diagnosed with infected mesh and wound dehiscence. On (B)(6) 2021, she had an abdominal wall wound debridement, extensive secondary closure, and application of a wound vac. No other information was provided. Although a lot was provided, it is not a valid lot number and has been updated to unknown.

Manufacturer narrative:
Corrected data: h.6 event problem codes - patient.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 66 year old female patient had hernia repair and abdominal wall reconstruction surgery on (B)(6), 2021. During the surgery, the surgeon implanted a strattice mesh; lot and batch numbers for that mesh are sp2002870. The catalog and serial numbers for that mesh are unknown. After surgery, the patient returned to the hospital on (B)(6), 2021 and was diagnosed with infected mesh and wound dehiscence. On (B)(6), 2021, she had an abdominal wall wound debridement, extensive secondary closure, and application of a wound vac. No other information was provided. Although a lot was provided, it is not a valid lot number and has been updated to unknown.